Manufacturer narrative:
Event date: exact event date unknown, the aus was explanted approximately in the middle of 2020.

Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) as the cuff eroded through the urethra. Approximately a year and a half later, the patient had a new aus implanted. There were no additional patient complications reported.